Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The instructions for use (IFU) cautions that the safety and effectiveness have not been established for patients with the following characteristics/comorbidities: significant aortic disease, including abdominal aortic or thoracic aneurysm defined as maximal luminal diameter 5 cm or greater; marked tortuosity (hyperacute bend), aortic arch atheroma (especially if thick [> 5 mm], protruding, or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta, severe ¿unfolding¿ and tortuosity of the thoracic aorta. Difficulty tracking the delivery system through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, wire bias, interaction with a calcified nodule in the vessel or with previously implanted stents/grafts and delivery system kinked. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. There may be degrees of difficulty removing the system. In extreme cases, however, it may require a new surgical cut down to facilitate removal of the system or the valve may need to be deployed at a non-target location. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning and careful manipulation of devices. Pre-procedure screening and assessment of the vasculature internal diameters and tortuosity will enable the clinician to determine if the sapien 3 valve can be delivered transfemorally. The device was not returned for evaluation. However, there was no allegation or indication of a device malfunction. In this case, per the reported information the cause of the tracking difficulty is related to patient factors (abdominal aorta calcium). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by a field clinical specialist, during the insertion of the 29mm sapien 3 valve in the aortic position via transfemoral approach, the valve got stuck in the abdominal aorta on a piece of calcium. While trying to advance pass the calcium, the top of one of the struts of the valve was bent outwards. The valve would not advance and it also would not pull back into the sheath. The surgeon decided to deploy the valve in the abdominal aorta. Then he placed a stent inside. He then placed a second valve into the native annulus with no problems. Patient is doing well.